Manufacturer narrative:
The lens was returned with a triangular piece of medical sponge in a ziploc baggie. Solution was dried on the lens. The optic was cut into two pieces. Each optic portion contained a full, undamaged haptic. The anterior optic surface had light scratches near the optic edge and scratches directly opposite on the posterior surface. Additional scratches were observed near to the center on the anterior optic surface. A power and resolution re-test could not be conducted due to the optic returned in pieces. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that a qualified cartridge, handpiece, and viscoelastic were used. The root cause cannot be determined for the reported complaint. The lens was returned cut into two pieces, typical of an insertion and removal. Additional optic damage was observed. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution re-test could not be conducted due to the lens damage. Information was provided that the company lens 19.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a non-company lens. This information may suggest that the replacement lens was an improved selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with distance and fare negative dysphotopsia. The iol was exchanged for another lens model four months following the initial implant procedure.